Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a secondary methotrexate 4375 mg continuous infusion set to infuse at 19 ml/hr over 23 hours completed with an ail alarm 88 minutes later than expected. The initial loading dose of 485 mg/48.5 ml infused as planned over an hour, and there was no overfill per the pharmacist. After the continuous 23 hour methotrexate infusion completed, a 10 ml flush infused at 19ml/hr and completed in 38 minutes. A routine methotrexate level was drawn after the infusion, which met criteria for an additional 24 hr infusion. A follow up methotrexate level and basic metabolic profile will be drawn to assess kidney function. They would like to know the programming, the total volume of fluid infused, and if anything regarding the set-up that could have led to fluid added to the total volume of the methotrexate infusion.

Manufacturer narrative:
The customer's report of an infusion running longer than expected was confirmed. The pcu event log showed that at 1726 on (B)(6) 2016 the module was programmed to infuse a custom concentration of methotrexate loading 400-599mg/m2; the calculated rate was 48.5ml to infuse in 1 hour. At 1730, the device alarmed for patient side occlusion and was restarted 6 seconds later. At 1830, the primary infusion completed and the device transitioned to kvo at 0.1ml/hr. At 1831, the device was channeled off, with a volume infused recorded between 1730 and 1831 of 48.513ml. At 1831, the device was programmed for a custom concentration infusion of methotrexate maint z1500-3000mg/m2 to infuse over 23 hours at a rate of 19ml/hr. At 2113, the device alarmed for patient side occlusion. The device was restarted 1 minute and 3 seconds later. At 2333, the device was paused and was restarted 2 minutes and 59 seconds later. At 0331, the device was paused and was restarted 1 minute and 59 seconds later. At 0928, the device alarmed for patient side occlusion and was restarted 8 seconds later. At 1330, the device alarmed for patient side occlusion and was restarted 38 seconds later. At 1430, the user programmed a delay for 3 minutes; the device was now in standby. At 1433, after the callback before infusion alert the infusion was restarted. At 1743, after the callback after infusion alert the device stopped infusing and went into. At 1746 the callback after message was confirmed. At 1755, the vtbi was changed to 100ml and the infusion was restarted. The recorded volume infused up to this point was 429.882ml. At 1900, the device alarmed for air in line. The volume recorded as being infused up to this point was 505.489ml. During the infusion period the device was not infusing for a total of 22 minutes and 39 seconds due to patient side occlusion alarms, being paused, and the programmed delay period. At 1900, the device alarmed for flo stop open, the door was closed and the infusion was restarted. At 1902, the device alarmed for fluid side occlusion, the device was restarted and the device again alarmed for fluid side occlusion and was restarted. At 1909, the device was selected and the vtbi was changed to 10ml. At 1938, the device was channeled off. The volume recorded after this 29 minute period was 9.19ml. The pump module was received in overall fair condition. Functional testing found the pump module to be delivering fluid within specification. The starting volume of the fluid container cannot be determined by the device logs and the claim that there was no overfill cannot be confirmed. The root cause of an infusion running longer than expected was identified as a use issue.